Manufacturer narrative:
The returned device presented with the catheter sheath detached from the handle mechanism, which prevented the snare from retracting and extending as intended. Analysis of the catheter sheath found that the proximal end of the catheter was flared out, which resulted in the detachment. The condition of the returned device was consistent with the complaint that the catheter sheath detached; the complaint was confirmed. The most probable root cause has been identified as a supplier manufacturing issue. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed and no deviation was found.

Manufacturer narrative:
(B) (4)the complaint device has been received by the manufacturer; however, a failure analysis has not yet been completed. Upon receipt of the failure analysis, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a rotatable oval snare was used during an ercp procedure on (B)(6), 2010. According to the complainant, while unpacking the snare, the physician noticed that the catheter sheath had detached from the handle. The physician used another rotatable oval snare to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a rotatable oval snare was used during an ercp procedure on (B) (6) 2010. According to the complainant, while unpacking the snare, the physician noticed that the catheter sheath had detached from the handle. The physician used another rotatable oval snare to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.